Manufacturer narrative:
Date of onset of event is estimated. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device - 1 year and 8 months. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that for the past 6 months the patient's lactate dehydrogenase (ldh) levels had been elevated at approximately 1500-2000 u/l with no changes to the patient's medical regime. It was also reported that on an unspecified date in (B)(6) 2016, the patient had experienced a previously unreported acute ischemic stroke that was medically managed. The patient has slight residual aphasia and slurred speech. On (B)(6) 2016, the patient presented with intermittent hematuria. The patient's ldh value was approximately 3500 u/l and plasma free hemoglobin was 19 g/dl. Pump thrombus was suspected. No symptoms of congestive heart failure were observed and the pump parameters were normal. A CT scan was unremarkable for obstruction. At the time of the event, the patient was being taking coumadin and aspirin and the inr had been within therapeutic range. A heparin infusion was initiated and a pump exchange was planned. The pump and the outflow graft were subsequently exchanged on (B)(6) 2016.

Manufacturer narrative:
The evaluation of the pump revealed the presence of deposition; however, the observed deposition could not be conclusively correlated to the report of hemolysis. Moreover, a correlation between the report of ischemic stroke and the evaluation findings on the pump could not be conclusively determined. The pump was disassembled and examination of the proximal side of the outlet stator revealed a small tissue-like deposition loosely seated adjacent to the bearing ball. The deposition was not adhered to the blood-contacting surfaces and lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be determined. Although the evaluation could not determine a specific cause for the development of the observed deposition or a duration of time for which it was present in the pump, the lack of denaturation on the deposition as well as the absence of contact marks on the outlet portion of the rotor and the outlet bearing cup suggests that the deposition was not present while the pump was operating and likely would not have contributed to the report of elevated lactate dehydrogenase level and hematuria. Furthermore, its size and structure suggests that it was unlikely to have contributed to a functional issue. Visual examination of the pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis, hemolysis, stroke, and neurologic dysfunction as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.